Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was a recognized ring artifact on images (addressed in this (B)(4)). The customer also reported the gantry halted with an error message (addressed in (B)(4)). A philips field service engineer (fse) went to the site to evaluate the system. The fse analyzed the log files and visually inspected the system. The fse found that the a-plane collimator had failed and replaced it to resolve the issue. Air calibrations were performed successfully; the ring artifact did not recur. The fse confirmed there was no patient harm as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
The customer reported there was a recognized ring artifact on images (addressed in this (B)(4)). The customer also reported the gantry halted with an error message (addressed in (B)(4)). A philips field service engineer (fse) went to the site to evaluate the system. The fse analyzed the log files and visually inspected the system. The fse found that the a-plane collimator had failed and replaced it to resolve the issue. Air calibrations were performed successfully; the ring artifact did not recur. The fse confirmed there was no patient harm as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.